Manufacturer narrative:
Medical product-unknown tibial tray, unknown bearing. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(6). The lot numbers listed from the social worker all belonged to femorals and were not manufactured before prior to the patient's installation in 2008. The reported lots were: lot 63329527, part number: 00596401751, effective date: 4/14/2016 left, lot 63329533, part number: 00596401752, effective date: 4/14/2016 right, lot 63342472, part number: 00596401751, effective date: 4/18/2016 left, lot 63342469, part number: 00596401751, effective date: 4/18/2016 left, lot 63329529, part number: 00596401751, effective date: 4/14/2016 left. (B)(6) 2008 (B)(4). Customer has not indicated if the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported "greater trochanter was observed as a consequence of a metallosis which needed curettage. Since madame presents an acute and evolutionary neuropathy of the nerve femoral." Attempts have been made and additional information on the reported event is unavailable at this time.